Manufacturer narrative:
(B)(4). Additional information was requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? Unknown. What date did the reaction occur on? Unknown. What does the reaction look like and how large of an area does the reaction cover? Covers just the area of the prineo mesh. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; medication prescribed)? I believe just steroid cream. What is the most current patient status? Can you identify the lot number of the product that was used? I think it is likely to be one of these qjbdbl or qebcql. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Was the steroid cream prescribed or purchased over-the-counter? Prescribed. Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Chloro prep used at beginning of operation. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, op-site. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? No. Patient demographics: initials / ID, gender, age or date of birth; bmi: paediatric, under age (B)(6). Patient pre-existing medical conditions (ie. Allergies, history of reactions). Unknown. Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. No product available for return. Product complaint # (B)(4).

Event description:
It was reported a patient underwent a paediatric spinal deformity procedure on an unknown date and topical skin adhesive was used. Patient had reddening where the dressing was applied. Treated with prescribed steroid cream. Additional information has been requested.